Manufacturer narrative:
The full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. The lv2 (low voltage 2)/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor. The distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. The lv2 (low voltage 2)/proximal conductor was obstructed due to the coating of the stylet/guidewire. Visual summary analysis of the lead indicated damage at implant. The analyst noted the guidewire coating became ensnared in the conductor lumen of the lead causing the distortion and obstruction at 7 cm as shown in the photos. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the guidewire broke off inside the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.